Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced differences between sensor glucose and blood glucose levels and the insulin delivery was suspended. The customer also reported calibration not accepted alert and 3 sensors failures. The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was performed and found that the blood glucose was 167 mg/dl and sensor glucose value was 80 mg/dl at the time of incident. The difference between sensor glucose and blood glucose values was 87 and it was beyond 30% limit. The customer was advised that the sensor may no longer be responding to glucose changes, therefore the customer will replace the sensor. No harm requiring medical intervention was reported. Product return is required for mmt-7040a and it will be returned for analysis.

Manufacturer narrative:
Additional information has been received regarding customer name change which was not included in the initial report. So, the correct customer name as per new additional information is galen d miller which is updated in section e1. Following our receipt of the four returned used sensors performed a visual inspection to one random sensor and checked for physical damage and none was found. Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications see attached file for results but failed eis 1024 hz. In summary, the customer complaint of unexpected sensor alarms was not confirmed, but sensor failed eis readings 1024 hz. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.